Event description:
In 2002, the pt's family member contacted the center because pt was reportedly experiencing some drainage from the ear (implant side). A recommendation was made for the pt's parent to cntact the pediatrician. The pt reportedly was diagnosed with "external" otitis. After attempted management of the infection by the pediatrician, the implant surgeon was contacted. The decision was made to explant the device.